Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). At 4:30 p.m. On (B)(6) 2019, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.7 inr. At 4:45 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.9 inr. The patient's warfarin dosage was kept the same based on the laboratory value. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every two weeks if within range. Her testing frequency is more frequent if she is out of therapeutic range or if on antibiotics. The date was incorrectly programmed on the meter. On (B)(6) 2020, the reporter was walked through programming the date correctly and it was then correctly set. The reporter also noted on (B)(6) 2020 that they have had difficulty with inserting test strips into the meter and have had this issue for about 3 months. The patient noted that the meter results seem to be high after a blood infusion. The patient's nurse did not see anything on the patient's chart in relation to this allegation.